Event description:
The customer reported that his olympus gastrointestinal videoscope was displaying an image with a blurry center during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a similar device. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the light guide lens was dirty. This report is being submitted to capture the dirty light guide lens found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device had undergone insufficient reprocessing as foreign material was found inside the light guide lens. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: e2, e3, g2 (added selection), h10 (evaluation information was inadvertently missed). Correction to h10: the customer's complaint of a blurry image was not confirmed. Additionally, foreign material was also found in the suction cylinder and could not be removed. The following non-reportable malfunctions were also found during the device evaluation; the light guide lens was broken, the bending section cover adhesive was broken, the coating on the connecting tube had peeled off, the connecting tube protector was broken, the universal cord was corrugated, the electrical connector was corroded, the control unit was discolored, the up angulation was out of standard due to a worn angle wire, the waterproof test failed due to the right/left/up/down knobs, and the charge-coupled device (ccd) lens was scratched. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material in the light guide lens and suction cylinder could not be identified. It is likely that the material remained adhered to the device because reprocessing could not be properly performed due to the discovered leak from the angulation control knobs. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-q150 operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif-q150 reprocessing manual "chapter 3 cleaning, disinfection and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.